Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaw0003 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales representative, nurse reported that when advancing the accucath guidewire into the patient, they noticed that they were not in the vein and retracted the wire back through the needle. The nurse then pushed forward again and noticed that the coil tip was missing. An x-ray was taken that confirmed location of the coil in the patient's tissue. The wire was left in place and no additional intervention was required.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the description of the reported event, and the returned photos, the following was concluded: the complaint of a broken guidewire is confirmed, however the cause is unknown. One photograph of two accucath devices and one photograph of the product labeling were returned for evaluation. An initial visual observation of the photograph of the accucath devices showed the distal end of the device housings and the deployed guidewires of both samples. One of the guidewires appears to be intact; however the other guidewire appears to be missing its coiled tip. Blood residue can be seen on one of the devices. The cause of the broken guidewire is unknown; however possible contributing factors include insertion of the guidewire into tissue and retraction of the guidewire against the needle bevel. As a note, the produce IFU states: ¿do not force or retract the guidewire. Retracting the guidewire may increase the risk of guidewire damage. If the guidewire must be retracted, remove the entire device to prevent the needle from damaging or shearing the guidewire.¿ no further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.